Manufacturer narrative:
This event was determined to be supplemental information. Investigation findings will be submitted under MFR # 2916596-2024-03201.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to driveline infection and pump thrombosis.